Event description:
The patient was discharged (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported anemia and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing of quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01656, #2916596-2021-01581, #2916596-2021-01559. Prior admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was admitted (B)(6) 2021 for anemia. The patient was transfused with blood and given iron intravenously.